Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. The outcome was device or therapy related. The device parameters (flow, speed, power) were within normal limits for this patient.